Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation the optic near the trailing haptic was found damaged. It was unknown when the lens was damaged. Surgery was performed and completed without product replacement. The lens remains implanted in the eye. Additional information has been requested.

Manufacturer narrative:
The complainant indicates the use of hyaluronate na senju as a viscoelastic, which is not qualified for use with associated iol model/cartridge combination. Based on the information provided by the customer, the most likely root cause is failure to follow directions for use, as the surgeon states the use of non-qualified viscoelastic. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).